Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was programmed off and was subsequently removed during a generator change. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.